Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprosthesis. On (B)(6) 2013, follow up CT images identified a proximal type I endoleak with no aneurysm enlargement. It was reported the cause of the endoleak was due to disease progression. The aortic disease progressed proximally from the proximal end of the device to the renal arteries resulting in aortic neck dilation and loss of wall apposition by the device. The CT images are not available for evaluation. On (B)(6) 2013, an intervention was performed to treat the endoleak. An aortic extender component was implanted. Final angiography showed resolution of the endoleak and patient tolerated the procedure.